Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose value at time of incident was 64 mg/dl. The customer¿s current blood glucose value was 64 mg/dl. The customer treated low blood glucose value with glucose tablet and food. The customer was assisted with troubleshooting for pairing insulin pump with transmitter. The insulin pump will not be returned for analysis.